Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the stent came off balloon into the left main, outside the guide catheter. The device was attempted to be removed but unable to do so. The physician then used a promus drug-eluting stent to crushed the stent in the proximal lad and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.